Event description:
There was an allegation of a questionable creatinine plus ver.2 result from the cobas c 503 analytical unit for one patient. The initial result on (B)(6) 2026 was 73 umol/l. The repeat results were 76 umol/l, 141 umol/l, and 80 umol/l. There are discrepant results for test alkaline phosphatase acc. To ifcc gen.2, and discrepant results for test creatinine plus ver.2. This MDR will cover test creatinine plus ver.2. See the MDR with a1 patient identifier (B)(6) for test alkaline phosphatase acc. To ifcc gen.2.

Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). Qc was in range. The customer completed a sample contamination test and found no obvious contamination. The investigation is ongoing.